Manufacturer narrative:
Initial and final MDR 1893403 - device 2 of 4. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with four infusions set cannulas were kinked. The events occurred within 3 hours of insertion. The insertion site was abdomen. Th events had occurred on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.